Manufacturer narrative:
On 5/17/2017 a medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. Unable to duplicate reported event.

Event description:
A medtronic representative reported the o-arm gantry became unresponsive in the 3d view when the user was trying to change the patient exam orientation. Rep tried to reboot just the gantry, but there was no communication with the mvs (mobile viewing station) when the o-arm was rebooted. They rebooted both he the o-arm and the mvs. This resolved the issue and the surgery continued as planned. No impact to the patient.